Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic bilateral inguinal hernia repair procedure. While using a 5mm clip applier to stop some bleeding that occurred during the dissection. There was no blood loss over 500cc. The clip applier was getting stuck on the seal of the trocar. The seal was torn and would not maintain the pneumoperitoneum, making it difficult to apply clips to control the bleeding.